Event description:
It was reported to philips that ECG disabled on the screen system was just received from bench repair. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.